Event description:
It was reported that the lead had high thresholds and intermittent capture. The output was programmed subthreshold and the lead remains in use for high voltage therapy only. The patient's intact left ventricular lead remains in use for pacing. There were no patient complications reported as a result of this event. The patient is enrolled in the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.